Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400651944. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 13: air bubble alarms even with no visible air bubbles no injury reported.

Manufacturer narrative:
Event 13: this report has been identified as b. Braun medical internal report number (B)(4). Fourteen unused samples in original packaging were returned for evaluation. All samples were visually evaluated, and no defects were observed. To replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned samples. All samples were also leak tested and no leakages were observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152in which meets the specification of 0.150-0.154 inches. Based on the evaluation results, the reported defect was not confirmed. Additionally, retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.